Manufacturer narrative:
The reported event of a loose connection was confirmed by analysis. Final analysis found the atrial set screw to be stripped with septum material inside the hex cavity. This was found to prevent full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient¿s right atrial (ra) lead had experienced a loss of slack. During a reoperation on (B)(6) 2026, an attempt was made to add slack, which was successful. However, during the procedure, an attempt to reconnect the patient¿s implantable cardioverter defibrillator (ICD) was unsuccessful due to the set screw not rotating. Consequently, the ICD was explanted and successfully replaced. The patient remained stable.